Event description:
While the physician was placing the guiding catheter, in the pt, the guiding catheter became kinked. The pt was taken to surgery for removal of the guiding catheter. Pt is reportedly doing well post operatively. This was the physician's first encounter with this guiding catheter.